Manufacturer narrative:
Concomitant medical products: 1103 vad, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted electromagnetic interference noise artifact oversensing on both leads on stored episodes. It also showed two undersensed beats during a ventricular fibrillation (vf) episode. The cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.